Event description:
It was reported that: catheter was not allowing a wire to advance through sheath. Additional information: during a svg graft lesion procedure, during use on patient, the balloon was inflated to 6 atm but ruptured on the first inflation so was not able to sustain the atm's and would come down immediately. They tried advancing a second wire through the catheter and trapliner , but were unsuccessful. The trapliner and guide catheter were removed and found the trapliner was broken and separated. Another device was used to complete the case.

Manufacturer narrative:
Qn# (B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. There was no lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. Customer stated" doctor had issues with trapliner. First inflation was not inflating the balloon. Catheter was not allowing wire to advance via the sheath." No unit was returned. It is unknown what type of damages were incurred on the unit. Additional information was requested. A response was received. Anatomical procedure site was svg a graft lesion. No product is available for investigation. Issue occurred during use in patient. Balloon would not sustain the pressure. It was inflated up to 6 atm. Wire could not be advanced because the unit was broken and separated. The point of separation is unknown and cannot be determined if it's the weld joint without product evaluation. Another device was used to complete the case. Per IFU 103887 states the following warning and precaution - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. A manufacturing record review was not completed as no lot number was provided based on the information, the most likely root cause of the issue is undeterminable. Corrected data: this is an initial and final report.